Event description:
It was reported to medtronic minimed that the customer experienced bleeding with an inaccurate sensor reading that triggered a threshold suspension, also received a change sensor alert, and a calibration not accepted alert. The event involved product(s) mmt-7020c1. Troubleshooting was performed for the change sensor, and the customer is unable to run a transmitter test/or the test passed. The customer was advised to try another sensor. Troubleshooting was performed for the sensor glucose vs blood glucose, and the customer is reporting a discrepancy between sensor glucose and blood glucose, which is not within range. Troubleshooting was performed for the site issues, and the customer reported blood at the site. The customer's blood glucose value was 100 mg/dl, and the sensor glucose value was 40 mg/dl at the time of the incident. The difference between sensor glucose and blood glucose values was 60 mg/dl, and it was beyond the 30% limit. Explained to the customer that the sensor may no longer be responding to glucose changes and explained possible causes. No further patient complications were reported. Product return for mmt-7020c1 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.